Manufacturer narrative:
Correction: the receiver-stimulator was explanted on (b)(6 2017 not (b)(6 2017 due to a history of necrosis and revision surgery to reposition implant. The electrode array was left in-situ and explanted on (b)(6 2017 to place new implant.

Manufacturer narrative:
This report is submitted on october 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to an unknown issue.